Manufacturer narrative:
A field service technician evaluated and repaired the device. Replaced the seat back. The device is working properly.

Event description:
Alleges backrest hinge bracket assembly detached from the seat frame and backrest left motor clevis base fractured.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges backrest hinge bracket assembly detached from the seat frame and backrest left motor clevis base fractured.